Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized with blood glucose of over 600 mg/dl. The customer did not experience any symptoms or treatment such as a result of high blood glucose. Troubleshooting was not performed for high blood glucose. Drive support cap appears to be normal. Displacement test was passed. The customer stated that they were not able to perform high pressure test. The insulin pump will not be returned for analysis.